Event description:
During a psvt procedure, a leak was observed in the port of the introducer. The introducer was replaced and the procedure was successfully completed with no adverse consequences for the patient.